Event description:
The customer's mother stated that she was taking the customer to the hospital due to hyperglycemia. The reported blood glucose reading was 581 mg/dl. The customer's mother reported that the insulin pump was alarming no delivery prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. The customer's mother disconnected the phone call when they reached the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.